Event description:
A customer reported that an ophthalmic system exhibited that the lamp did not turned on. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9 h.11. The customer reported their lamp did not turn on. The timing of the reported event (before, during, or after surgery) was not reported and is unknown. Patient impact was not reported. The company representative was able to replicate the reported event. The tabletop illuminator was replaced to address the issue. The illuminator was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The illuminator was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tabletop illuminator was installed into a calibrated system. There were no system message (sm) at startup. The system outputted sm when illuminator probe was inserted to port. There were also two lens that were cracked. The reported event was confirmed. The returned tabletop illuminator had damaged lenses. The root cause of the reported event is attributed to damaged lenses of the tabletop illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to a nonconforming table top illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).